Event description:
The customer reported bloody fluid leaked at the left side underneath the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There were no erroneous patient results or patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has a risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed a clogged port at vacuum chamber #26 (vc26) which was blowing bloody fluid out in the back of the instrument due to a clogged pressure port. The fse cleaned the clogged port and reattached the tubing to resolve the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).